Event description:
Additional information was received from a manufacturer representative reporting that the cause of the programs being deleted was not determined. Reprogramming resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a streaming session the tablet appeared to have lost the signal. The surgeon couldn't re-stablish the si gnal/session. Additional information was received: it was reported that the session was ended, but the patient programmer re-established interrogation and patient settings were successfully set. Additional information was received: it was reported that they had pr oblems communicating with the patient's implantable neurostimulator (ins). It was difficult to communicate and were getting a message about the device turning on charge. When they tried to do a survey it kind of froze then logged out leaving the patient off until the could reconnect and turn on. They also had issues with the patient's programs being deleted.

Manufacturer narrative:
Concomitant medical products: product ID: a610, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a610, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that an account has been experiencing some connectivity problems when trying to perform a brainsense survey. They were not experiencing these difficulties until approximately 3 months ago. However, since then, on 5 occasions, they have had a message come up on the clinician programmer, saying ¿communication failure.  Telemetry operation incomplete. Session cannot continue without completing the operation¿ or ¿communicator cannot be found¿.  This tends to happen approx. 1/4-1/2 way through the brainsense survey, and they are not able to proceed.  They reported that on one occasion, they were not able to communicate with the stimulator for approx. 1 hour, despite trying with a couple of different clinician programmers and the patient programmer, and the stimulation was off. The patients all have 3389 leads and percept pc.  The clinical team reported that the problem has been encountered by 4 different staff members, using different programmers. They have confirmed that they are not moving or placing objects between the patient and communicator.  They report that this occurs on the 2 floors of their building where they have clinics, but not on the wards, which are in a different area. The only environmentalchanges they have noted are that there is a temporary MRI scanner directly outside their building where they hold clinics over 2 floors (there was previously one already but it is slightly down the road) and they have recently had a new ventilation system to the ceilings (though this is not fully operational yet). There is a possibility that the underground runs under their building. The nurses report that they have had some issues with bluetooth connection to their phone and laptop, but they have not had any problems with other manufacturers' systems.

Manufacturer narrative:
Continuation of d10: product ID a610 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.